Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently displayed filament regulator error messages. No pt injury was reported.